Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion, a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) was used. Tee-guided and radiological transseptal puncture, left-sided pulmonary veins ablated, right upper pulmonary vein ablated. During the ablation of the right upper pulmonary vein, a drop in blood pressure was detected. A cardiac ultrasound was performed, and a pericardial effusion (pe) was discovered. Consequently, the ablation was stopped, and the pericardial effusion was punctured. The patient was hospitalized. The catheter is expected to be returned. It was further reported that following the medical procedure in which the pericardial effusion occurred, the patient died. According to the treating physician, there was no causal link between the complication and the catheter used. The physician attributed the event to manual manipulation during the procedure, and not to any malfunction or issue related to the device. Based on current information and the physician's assessment, there is no indication of a device malfunction or product-related issue. The catheter was used as indicated and functioned as intended.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all testing, no evidence or abnormalities were observed during the analysis. Pericardial effusion, hypotension and death are an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc.

Event description:
It was reported that a patient experienced a pericardial effusion, a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) was used. Tee-guided and radiological transseptal puncture, left-sided pulmonary veins ablated, right upper pulmonary vein ablated. During the ablation of the right upper pulmonary vein, a drop in blood pressure was detected. A cardiac ultrasound was performed, and a pericardial effusion (pe) was discovered. Consequently, the ablation was stopped, and the pericardial effusion was punctured. The patient was hospitalized. The catheter is expected to be returned. It was further reported that following the medical procedure in which the pericardial effusion occurred, the patient died. According to the treating physician, there was no causal link between the complication and the catheter used. The physician attributed the event to manual manipulation during the procedure, and not to any malfunction or issue related to the device. Based on current information and the physician's assessment, there is no indication of a device malfunction or product-related issue. The catheter was used as indicated and functioned as intended.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion, a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) was used. Tee-guided and radiological transseptal puncture, left-sided pulmonary veins ablated, right upper pulmonary vein ablated. During the ablation of the right upper pulmonary vein, a drop in blood pressure was detected. A cardiac ultrasound was performed, and a pericardial effusion (pe) was discovered. Consequently, the ablation was stopped, and the pericardial effusion was punctured. The patient was hospitalized. The catheter is expected to be returned.